Manufacturer narrative:
(B)(4). Date sent: 8/29/2023. D4 batch # unk. H6: health effect ¿ clinical code gastrointestinal system (e10). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. How was the leak identified? How was the leak addressed? What is the current status of the patient? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lower interior resection, the anvil was put into colon with hamstrung first string. There device was inserted from below the stapler and married to the anvil. They clamped stapler down until in range and fired stapler. Opened stapler like usual and normal proximal side donut non-normal on distal side. Did leak test and had a very large leak. Reverse ileostomy (possible colostomy needed) surgeon had to give to patient.

Manufacturer narrative:
Pc-(B)(4). Date sent: 9/15/2023 batch: # 379c75 investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with weld separations from the shaft to the firing trigger area. The breakaway washer was present, cut and there were no staples present and it was observed slight nicks on the washer. When the test battery was installed the green checkmark illuminated, indicating that the device was fired and achieved a complete firing stroke. The device was reloaded with staples, a new washer was placed on the device. The device was reset and tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: do not attempt to manipulate the adjusting knob during the firing sequence. Doing so may result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. Ensure tissue thickness lays flat and is evenly distributed within the device. Excess tissue on one side may result in unacceptable staple formation and can result in staple line leakage. Do not attempt to manipulate the adjusting knob during the firing sequence. Doing so may result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. The event described could not be confirmed as the device performed without any difficulties. No conclusion could be reached on what caused the weld seem separated noted during the visual inspection. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number 379c75, and no non-conformances were identified. Additional information was requested, and the following was obtained: what were the indications for surgery? Diverticulitis what surgical procedure was performed? As I originally reported it was a laparoscopic low anterior resection. Did the patient receive any preoperative chemotherapy or radiation? I believe so, but not 100% sure. Were there any issues experienced with the device in the initial surgical procedure? The cdh29p what healthcare professional fired the device and what is his/her experience with the device? The pa fired the cdh29p and is very experienced with the instrument. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? No sure did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Not sure. Were there any issues with device use/firing? No. What confirmation was received that the device completed the firing sequence? Yes - green check mark. Was the green checkmark visible at the end of the firing? Yes. How many counter-clockwise revolutions of the adjusting knob were used to open the device? 2 full rotations was there any difficulty removing the device? No. It was a very low anastomosis. It ¿fell¿ out. Was a complete transection of the white breakaway washer visually confirmed? Yes were the donuts inspected? If so, please describe. Yes. Proximal donut was intact and large/meaty. Distal was not a complete donut. Were there any issues noted with staple formation? No. If so, please describe the shape and location. How was the leak identified? Surgeon did a leak test. Had a large leak. How was the leak addressed? Surgeon sutured it laparoscopically. Received a temporary iliostomy. What is the current status of the patient? Not sure, however I was told that the surgeon planned on giving the patient an ileostomy because he needed to go so low.